Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and non-malignant pain. The patient indicated that beginning about 2 months prior to the report, their ins only stays charged for 2 days at a time when it was staying charged for about 4 days. They have not been reprogrammed, switched to a new group, or increased their parameters and they charge their ins to 100% full. The patient noted not having any falls or traumas but has noticed beginning about 2 months prior to the report that if they bend over a little bit they do not feel anything and if they sit straight up they get an awful jolt. There is more pain at the top right corner if the ins battery pack and is really sore. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.